Manufacturer narrative:
Updated data: b5 section d references the main component of the system. Other medical products in use during the event include: d-evolutfx-34 (lot: 0012399258); ubd 2026-aug-14; UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a preimplant dilation was performed with a 23 millimeter (mm) non -medtronic balloon (cristal). During the first deployment attempt, the valve was under expanded and an infold in the valve frame was observed. After reviewing the fluoroscopic check of the first valve, a frame overlap more than node 4 was observed and the misload was missed. Of note, the valve loader was not a new valve loader.

Event description:
Additional information was received that per the physician, the patient's calcified anatomy contributed to the event and they believed they should have predilated more aggressively.

Manufacturer narrative:
Updated data: b5 h2 h3 h6 image review: static images and media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that a new valve was loaded, and fluoroscopic valve load inspection confirmed a good load. The new valve was implanted and due to under expansion a post implant dilation performed, and adequate expansion was observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the device instructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. Fluoroscopic check of the valve was done however the reported misload was not noticed and resulted in an infold within the patient. We can confirm the reported misload as an image of the initial fluoroscopic check was provided. It was reported that, upon deployment, an expansion defect was observed. A post-implant balloon dilation was performed in this case and per the device instructi ons for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Per the physician, the patient's calcified anatomy contributed to the event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause was deemed a misload; thus, this is a use error. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications. Updated: e1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to the attempted implant of this 34mm transcatheter bioprosthetic evolut fx valve, upon fluoroscopic inspectio n of the valve load, a misload "was missed". The delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the heart. During valve deployment, a constrained appearance and an infold were noted in the frame of the bioprosthetic valve. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient. A new valve and dcs were used for successful valve replacement. Although the case went well, due to this product issue, the case took longer than expected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: medtronic product ID: d-evolutfx-34 (lot: 0012399258); product type: 0195-heart valves; implant date: non-implantable medtronic product ID: l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.